Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was returned and was observed properly seated. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). No applicator or pack was returned with sensor. Unable to perform further investigation due to no product returned; therefore, an extended investigation has been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this unit was manufactured. No abnormalities were found, and the pqe investigation showed all processes were effective. Thus, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer¿s mother reported that her child experienced pain and itching while wearing a freestyle libre sensor. It was further reported that when the sensor was removed the area looked burned and there was an infection present that covered more than the area of the sensor. The reporter indicated the customer had contact with a health care provider who prescribed an antibiotic cream and oral lexxema (methylprednisolone). There was no report of death or permanent injury associated with this event.